Event description:
It was reported that a clinician advised a boston scientific representative that a lead had recently dislodged and perforated. Several attempts to obtain the product model/serial, lead anatomy location, status of this lead have been unsuccessful. If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.